Event description:
It was reported that device diagnostics resulted in high impedance (>10,000 ohms). It was reported that the patient has recently undergone vns implant. X-rays were sent to manufacturer for review. Review of x-rays identified that the lead pin appears to not be fully inserted into the generator header. It was reported that the patient will undergo surgery; however, no surgical intervention has been performed to date. No additional relevant information has been received to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.